Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that voltage alert was triggered due to a detected high impedance within the battery condition and also showed to be depleting more quickly than expected. Device replacement was recommended once rf telemetry is disabled. The device was subsequently explanted and replaced. No additional adverse patient effects reported, and this device has not been returned.